Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-07998, 2134265-2017-07999 and 2134265-2017-08087. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ 6 imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician initiated the automatic pullback; however, motor drive unit 5 plus was not pulling back. Automatic pullback failure had occurred. Another opticross¿ 6 imaging catheter was used but problem was not resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no visible damage or defects . The malware scan was completed for the acq pc and no malware was detected on the unit. After the main power switch was turned on the gold system, the gold booted properly with no failures observed. No issues with the pullback functions. The acq passed polaris basic functions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-07998, 2134265-2017-07999 and 2134265-2017-08087. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross 6 imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician initiated the automatic pullback; however, motor drive unit 5 plus was not pulling back. Automatic pullback failure had occurred. Another opticross 6 imaging catheter was used but problem was not resolved. No patient complications were reported.